Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. (Patient identifier, age, and weight are unavailable). According to the complainant, during the genesys hta procedure, 2 fluid loss alarms occurred. The physician reported no cervical leaks were noted with the first fluid loss alarm. However, after the second fluid loss alarm, the physician attached a single tooth tenaculum to create a seal and stop the fluid losses. The procedure was successfully completed. The patient returned the physician the next day. The physician reported the patient had approximately a 2nd degree burn. The patient was treated with sylvadene cream. It was reported that the patient was treated with cytotec the morning of the procedure. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.